Manufacturer narrative:
Olympus technical assistance center (tac) support spoke to the customer to troubleshoot the device. Tac confirmed that the customer was using an olympus recommended md-631 bulb for the unit. Tac instructed the customer to power the unit down and to remove the side door, heat sink, and lamp assembly. Afterwards, tac directed the customer to reseat the heat sink into the clv-180 unit and it locked into place with no issues. Upon turning the system back on, the main lamp was unable to turn on and failure to reset the meter persisted. In addition, the spare lamp came on. Tac advised the customer to send in the device for repair since it was unable to recognize the lamp being installed into the system. The device has not been received to date. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the evis exera ii xenon light source spare lamp came on. In addition, the customer was unable to reset the hour meter. The event occurred during maintenance while changing the light bulb. There was no patient involvement, no harm or user injury reported due to the event.

Manufacturer narrative:
This follow up report is being submitted to include the device history record (DHR) review, evaluation notes and results from the legal manufacturer investigation. The following sections were updated: d9, h2, h3, h4, h6 and h10. The legal manufacturer performed the DHR review for this device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. The device was returned for investigation. Upon evaluation of the device, worn out scope socket was noted. In addition, lens and lamp base crack, tank holder bent, rear foot bent, rear panel and chassis deform were noted. The old revision igniter and iris cable also required upgrade. Based on the results of the investigation, it is likely the emergency lamp was turned on because the normal voltage could not be applied to the main lamp due to the influence of the main lamp body or deterioration of the internal parts. Additionally, it is likely the lamp hour meter could not be reset because of internal parts wear or accidental failure due to long-term use. It has been approximately 14 years or more since the product was manufactured. Olympus will continue to monitor complaints for this device.